Event description:
It was reported that during a pci procedure, a stent dislodgement occurred. The lesion being treated was a calcified, 90% stenotic lesion in the circumflex (cx) coronary artery. The express2 monorail coronary stent delivery system stent failed to cross the lesion. The physician tried to remove it with the launcher guide catheter, but was unsuccessful. During removal, the stent dislodged inside of the patient and was removed with a snare. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.